Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that insulation abrasion was noted on the right ventricular and left ventricular leads, the patient was asymptomatic. No electrical anomalies were noted as a result of the insulation damage. System replacement procedure was discussed. The leads remain implanted. No further information was reported.